Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding patient's receiving unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that a healthcare professional notified manufacturer about reports of increased weakness after intrathecal baclofen (itb) pump placement. The healthcare professional stated, "I have referred several patient's for baclofen pump replacement and many of them immediately after placement were having an acute functional decline (weakness, no sensory changes ) to the point that they need inpatient rehabilitation of similar. It has been a mix of diagnoses (tetraplegia, multiple sclerosis (ms), henoch-schonlein purpura (hsp)) and 2 surgeons." The healthcare professional inquired if it was normal as it has happened in greater than 50% of the healthcare professional's patients. No further information was reported at this time. No further complications were reported/anticipated.